Manufacturer narrative:
An evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customers with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. Further investigation determined the root cause of architect ivancomycin (list number 01p30-25) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue. A product information letter regarding this new reagent was issued on march 21, 2012 informing ex-us customers that the new reagent formulation, list number 1p30-27 will be available second quarter, 2012. The additional sample centrifugation as instructed in product correction letter of fa13sep2010 will continue to be followed by us customers. Submission for the u.s. 510k clearance of the new product was determined to occur the second quarter of 2012.

Event description:
The customer stated that a falsely elevated architect vancomycin result of >100 ug/ml was generated from one patient sample. The account released the result and then repeated the sample with results of 39.53 and 24.44 ug/ml. The customer stated there is a cntl flag next to all three results generated with this sample. The customer also stated that they are following the guidelines for sample processing per fa13sep2010. The customer then tested the sample with another architect analyzer (sn (B)(4)): first run=19.27 ug/ml, repeat = 18.92 ug/ml. The customer sent out corrected report. No impact to patient management was reported.